Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. Also, the customer reported the discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 79 mg/dl. The customer has mentioned a sensor glucose of 109 mg/dl and the difference was more than 30%. The customer reported hypoglycemia was treated with a glucose/carb intake. The event involved products mmt-7040a, mmt-332a, mmt-1884, and mmt-242a. Troubleshooting was performed for the sensor glucose vs. Blood glucose and the customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range after fewer than 4 days of wear. The customer was advised to wait at least an hour and if blood glucose is stable to calibrate. Troubleshooting was performed for the low blood glucose and the customer has been using the insulin pump system within 48hours of reported low blood glucose event. The customer does not believe the pump is over delivering. No further patient complications were reported. No product return is required for mmt-7040a, mmt-332a, mmt-1884, and mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.